Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button alarm noted. Insulin pump was received with a cracked case on display window corners, minor scratch on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that she went into the pool with the insulin pump on. Customer reported high blood glucose levels. No further information reported.